Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the unit was making a cycling sound and not giving adequate flow. There was no patient involvement.

Manufacturer narrative:
The cpu pcba was tested and no failures were identified.